Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced as the device did not recognize an open door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty lower latch switch. The lower auxiliary requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed "no set- loading instructions". This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.